Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified curved opening, flat creases, wear abrasion. A leak test was perform and was found one opening. A microscopic analysis identified a curved sharp opening on valve bond edge assessed an unidentified tear opening; no shell thickness due to opening is under plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening due to unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.